Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no reported patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer sent email stating they had 1 false positive test result with ver 256082 test kit lot 1004495. Test was performed on (B)(6) 2021 and was run according to package insert instructions. Veritor read test as positive. Customer was swabbed for rt-pcr testing on (B)(6) 2021 and the pcr test came back as negative. Patient was asymptomatic at time of swab. Assay kit lot number (check if kit lot # has w at the end): 1004495. Sample collection: nasal swab. What type of sample was collected? Nasal swab. What swab was used to collect the sample (was the swab included in the kit used)? Kit swab. How long after collection was the swab tested? Immediately after collection. Test workflow: plunged swab sample for 15 seconds into reagent tube, removed swab while squeezing out liquid, put dropper cap on reagent vial, placed 3 drops of liquid on to test cartridge and incubated for 15 minutes. How long was the sample incubated? 15 minutes. How many drops were added to the sample well on the test device? 3 drops. Was walk-away mode used or analyze now mode? Analyze now mode. Were the kit qc swabs tested and if so, did they pass? Yes. Lot was qc mar/24/2021 without issue. Is the customer reporting a false positive or false negative? 1 false positive. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Test device was read by veritor. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Rt-pcr. How many specimens were discrepant (fp or fn)? 1 false positive. Was the patient(s) symptomatic when tested on the veritor plus analyzer: no. Were patients symptomatic or asymptomatic? Asymptomatic . 1. Screening test ¿ no known exposure? No. 2. Screening test - known exposure that is currently asymptomatic? Yes. 3. Asymptomatic but dr recommended testing? No. On average how many tests do you run per week? 140-180 tests a week. Was there any patient impact as a result of the false result? Staff member was sent home until results of pcr test came back.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1004495. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA 1878253 (corrective and preventive action) to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no reported patient impact. (B)(4). The following information was provided by the initial reporter: customer sent email stating they had 1 false positive test result with ver 256082 test kit lot 1004495. Test was performed on (B)(6) 2021 and was run according to package insert instructions. Veritor read test as positive. Customer was swabbed for rt-pcr testing on (B)(6) 2021 and the pcr test came back as negative. Patient was asymptomatic at time of swab. Assay kit lot number (check if kit lot # has w at the end): 1004495 sample collection: nasal swab what type of sample was collected? Nasal swab what swab was used to collect the sample (was the swab included in the kit used)? Kit swab how long after collection was the swab tested? Immediately after collection test workflow: plunged swab sample for 15 seconds into reagent tube, removed swab while squeezing out liquid, put dropper cap on reagent vial, placed 3 drops of liquid on to test cartridge and incubated for 15 minutes. How long was the sample incubated? 15 minutes how many drops were added to the sample well on the test device? 3 drops was walk-away mode used or analyze now mode? Analyze now mode were the kit qc swabs tested and if so, did they pass? Yes. Lot was qc mar/24/2021 without issue is the customer reporting a false positive or false negative? 1 false positive did the customer visually interpret the result or did they insert into the analyzer to determine the result? Test device was read by veritor what type of reference method was used to confirm the result (pcr, viral culture, etc)? Rt-pcr how many specimens were discrepant (fp or fn)? 1 false positive was the patient(s) symptomatic when tested on the veritor plus analyzer: no were patients symptomatic or asymptomatic? Asymptomatic screening test ¿ no known exposure? No screening test - known exposure that is currently asymptomatic? Yes asymptomatic but dr recommended testing? No on average how many tests do you run per week? 140-180 tests a week was there any patient impact as a result of the false result? Staff member was sent home until results of pcr test came back.